Manufacturer narrative:
(B)(4).

Event description:
New information states that the asymptomatic patient presented for follow up, still noted was noise during arm movements. No intervention was performed and the patient would continue to be monitored.

Event description:
It was reported that an asymptomatic patient presented in clinic with right atrial lead noise. The noise was reproducible with provocative arm movement testing. No intervention was reported. The lead remained implanted. The patient's condition was stable post event.

Event description:
New information states that the atrial lead continues to exhibit noise with automatic mode switch.